Event description:
It was reported that during the procedure to treat an existing perforation in the posterior descending coronary artery, a 3.0x16 jostent graftmaster otw covered stent system was advanced and deployed at a maximum pressure of 16 atmospheres. While the jostent graftmaster otw did not cause a perforation or exacerbate the existing perforation and the jostent sealed the main vessel, leaking of blood continued from the deployed covered stent into the collaterals, causing cardiac tamponade which was treated by creating a window (incision) in the pericardium to release the leaking fluid from pericardium; while this required general anesthesia, the chest was not opened and there were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation as the stent remains implanted in the patient; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.